Manufacturer narrative:
The event was not duplicated by the repair technician or failure analysis engineer through functional evaluation. The device did display high amps which could lead to unintended motion. The high amps were caused by the e box. The e box was replaced. The driver passed all final inspection activities and returned to the account.

Event description:
It was reported during testing at user facility that the sabo sag saw was running on its own when the battery was attached. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.